Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The report was a serious injury complaint. No further information was provided.

Manufacturer narrative:
Device received with blank display due to broken solder joint on interface board. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to blank display. Device had broken off end cap.